Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunctions were found during the device evaluation [error e200 & lamp does not light]. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction [front panel led is blinking] would likely be due to faulty printed circuit board, and for the malfunction [error e200] would be due to faulty turret sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had the front panel blinking and the light was not lighting. The issue occurred during maintenance. There were no reports of patient harm.